Event description:
The manufacturer received information alleging a ventilator's screen blacked out during use on a patient. This occurred at 9:55. At 10:00, the hospital me replaced the device with a backup. At 10:05 the sales representative was contacted by the hospital me. At 12:00 the sales representative collected the device. The device continued operating and no alarms occurred during this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's screen blacked out during use on a patient. This occurred at 9:55. At 10:00, the hospital me replaced the device with a backup. At 10:05 the sales representative was contacted by the hospital me. At 12:00 the sales representative collected the device. The device continued operating and no alarms occurred during this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the black screen allegation was not able to be confirmed by an operational check. There was no error indicating a device failure in the device error log. It was determined that the issue was caused by an lcd display failure. The lcd display was replaced to resolve the issue. Additionally, a repair test, alarm check, battery check, run in tests, and cleaning were performed. The device operated properly. A supplemental final report will be filed.